Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2019 with blood glucose level was 32 mg/dl at time of incident and the current blood glucose level was 249 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food and glucose tablets. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.